Event description:
It has been reported to philips that the wireless footswitch was intermittently disconnecting from the allura system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that wi-fi (led) indicator on the wireless footswitch was solid red and battery indicator was green. Upon further troubleshooting, the fse determined that there was a wifi connection issue. The fse repaired the wireless footswitch and then re-paired the wireless footswitch and base station, which resolved the problem. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction(z-2485-2023). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and conclusion code were corrected.